Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported via email: that a small portion had fractured in the vertebral body of si and could not be retrieved. It was reported via email: a jamshidi bone marrow biospy /aspiration needle was then utilized at the left si pedicle vertebral body. The patient had very hard bone. In trying to reposition the jamshidi instrument, a small portion had fractured in the vertebral body of si and could not be retrieved and was left in the vertebral body on the left side at si. The broken piece measured roughly 2.5 cm. What was the original intended procedure?: 14-si non invasive percutaneous pedicle screw instrumented fusion utilizing spineology palisade. L4-s1 arthrodesis. L5 laminectomy.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: (B)(4) photos displaying a needle and product label for a similar device were provided, there was no evidence of damage or other defects on the device within the photo. As no photos or physical samples that display the reported condition were available for investigation, we cannot verify the reported failure. Product undergoes visual and functional inspections throughout manufacturing according to procedure, as the lot involved in this incident is unknown, a device history review cannot be performed. Based on the available information, we cannot identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported via email: that a small portion had fractured in the vertebral body of si and could not be retrieved it was reported via email: a jamshidi bone marrow biospy /aspiration needle was then utilized at the left si pedicle vertebral body. The patient had very hard bone. In trying to reposition the jamshidi instrument, a small portion had fractured in the vertebral body of si and could not be retrieved and was left in the vertebral body on the left side at si. The broken piece measured roughly 2.5 cm. What was the original intended procedure? : 14-si non invasive percutaneous pedicle screw instrumented fusion utilizing spineology palisade. L4-s1 arthrodesis, l5 laminectomy.